Event description:
On (B)(6) 2020 - physician used an ivc filter on saturday, the first one (pr293068) deployed while physician was inserting it, the button was not deployed. The second one (pr293247) deployed in the catheter in the body, which had to be retrieved with an ensnare and then redeployed. 2 different lot numbers. On (B)(6) 2020 - we were placing a tulip filter (pr293068) from the internal jugular. I inserted the sheath and pulled the introducer and wire out. I was getting ready to load the filter in the sheath and when physician handed me the catheter with the filter loaded in it the filter popped out onto the table. The physician said he did not deploy the filter and did not press the safety button. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.